Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that she had kidney issues due to the high blood glucose levels she was getting and was hospitalized for 4 days. She stated that her blood glucose reached in the 600mg/dl range and stayed there for 2 days, despite boluses and manual injections. She felt this is what lead to the kidney infection (diagnosed). The patient had a fever of 103+, which is what lead her to go to the hospital. She had an enlarged kidney and ended up septic, her kidney was grey. Treatment included several different antibiotics. Her endocrinologist advised her to return to using her old pump, as felt this pump was not for her; she only used the system for a total of 2 days.